Event description:
Customer called to report that drops of blood and diluent were coming from the manual probe of the coulter hmx analyzer with autoloader. The field service engineer (fse) inspected the instrument, then ran 15 consecutive samples and could not reproduce the event. The fse inspected the tubing dressing at pinch valve (pv)49 (backwash), as well as the rinse block adjustment, and found both to be in proper working order. The fse believes that it may have been a clog in the probe wash pathway that was dislodged previous to the visit. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The cause for the leak is unknown, but may be attributed to the manual probe assembly and its respective tubing. Customer has not called back to report a recurrence of the event. (B)(4).